Manufacturer narrative:
The system was serviced in the field. They found error 25 in the logs which is a battery issue. They checked all batteries and took 3 spins with the power unplugged and all batteries held up. They checked the battery and battery indicator connections and all are good. The system passed all tests and was performing as intended. Codes 10, 213 and 67 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that they were able to take an ap image, but not a lateral. They rebooted the system and when it came up they took both with no issue. Later on they rolled the system back in for the post-op spin, took ap and lateral with no issue, but were unable to take a 3d spin. They opened and closed the gantry, but did not reboot, they swapped to a c-arm for the post-op check. There is no reported harm to the patient present and there was less then one hour delay.

Manufacturer narrative:
Additional information was noted in pt's ID. A software analysis was initiated. Log analysis found that the reported issue was unrelated to the software of the imaging system. The software functioned as designed, and associated with the completed software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a l3-l4 tlif procedure. It was reported that they were able to take an ap image, but not a lateral. They rebooted the system and when it came up they took both with no issue. Later on they rolled the system back in for the post-op spin, took ap and lateral with no issue, but were unable to take a 3d spin. They opened and closed the gantry, but did not reboot, they swapped to a c-arm for the post-op check. There is no reported harm to the patient present and there was less then one hour delay.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: kit svc bi71000643 o-arm sw 3.2.1, serial/lot : n/a b5: additional information received from a manufacturer representative reported that the procedure was a l3-l4 tlif. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.